Event description:
The facility's biomed reported an infusion pump with an 810:11 failure code on channel b. No patient incident was reported. An attempt has been made by baxter quality management to contact the reporting facility, but no information has been obtained regarding patient status, age of patient, medication involved or the set up of the infusion device.